Event description:
Same case as MDR ID: 2134265-2014-00883. It was reported that catheter entrapment occurred. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced over the 300cm v-18 control wire down into the peroneal artery and the balloon got stuck on the wire. The balloon and the wire was then removed as a unit. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).